Event description:
Reporter claims that on (B)(6) 2011 the nurse had placed the pt inside the canopy bed. After 30 mins and during a pt routine check the pt was found on the floor and the zipper had broken. The reporter did not specify the location of the broken zipper. After the pt fell, she was taken to their local emergency center for evaluation. The pt was cleared after her evaluation with no pt injury and returned to their facility for care. The pt was discharged from their facility on (B)(6) 2011 and returned to her parent's home for care.

Manufacturer narrative:
(B)(4) zipper broken. Product was requested to be returned for evaluation and has not been received. (B)(4).